Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there was a loss of connection issue between the transmitter and the pump. No additional information regarding this event was provided. There was no known impact to the customer's blood glucose. The customer confirmed that an alternate method of insulin delivery was available.